Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint and the manufacture date and expiration were unknown as well. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the blood doesn't run into the tube how it should.